Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4).

Event description:
The coronary viperwire guide wire was used to perform orbital atherectomy on a 97% stenosed lesion in the circumflex artery. The lesion was treated with three orbital atherectomy treatments, and it was noted that the orbital atherectomy device (oad) came close to the viperwire spring tip during treatment. Balloon angioplasty and stent placement were then performed. When the viperwire was being removed, a fracture at the spring tip was observed. An attempt was made to snare the fragment, but the attempt was unsuccessful, and the fragment migrated to a distal part of the circumflex. The spring tip fragment was left free. The patient was doing well following the procedure.